Event description:
It was reported that insulin leaked past the o-rings and into the reservoir compartment. No troubleshooting was performed. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.